Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/09/2021.

Manufacturer narrative:
H4: the lot was manufactured between november 24, 2020 to november 25, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the left seam towards the bottom of the bag/ port side of the bag. This was observed after mixing. There was no patient involvement. No additional information is available.